Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced chronic pain, mesh failure, recurrence. Treatment provided for these conditions include removal surgery.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an umbilical hernia. It was reported that after implant, the patient experienced chronic pain, mesh failure, dense adhesions, recurrence, scarring, fluid collection, severe abdominal pain, nausea, vomiting, phlegmon, inflammation, hemorrhage, foreign body reaction, edema, necrosis, abscess, fascial defect, fibrinous exudate, scarring, mesh folded, foul-smelling fluid, fibrosis, and hospitalization. Post-operative patient treatment included removal surgery, additional implants, hernia repair, lysis of adhesions, drainage of abscess, debridement of the abdominal wall skin and subcutaneous tissues, and abdominal wall explants.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. (B)(4). This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an umbilical hernia. It was reported that after implant, the patient experienced chronic pain, mesh failure, dense adhesions, recurrence, scarring, fluid collection, severe abdominal pain, nausea, vomiting and hospitalization. Treatment provided for these conditions include removal surgery, additional implants and abdominal wall explants.

Manufacturer narrative:
Additional information: b2, b5, d8, e1 (initial reporter: facility name, street 1, city, region, postal code), h6 (added patient and imf codes). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an umbilical hernia. It was reported that after implant, the patient experienced mental pain, pain, permanent impairment, loss of enjoyment of life, mesh failure, dense adhesions, recurrence, scarring, fluid collection, severe abdominal pain, nausea, vomiting, phlegmon, inflammation, hemmorrhage, foreign body reaction, edema, necrosis, abscess, fasical defect, fibrinous exudate, scarring, mesh folded, foul-smelling fluid, and fibrosis. Post-operative patient treatment included removal surgery, additional implants, hernia repair, lysis of adhesions, drainage of abscess, debridement of the abdominal wall skin and subcutaneous tissues, hospitalization, CT scan, and abdominal wall explants.

Manufacturer narrative:
Additional information: additional codes medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an umbilical hernia. It was reported that after implant, the patient experienced scar tissue, sepsis, obstruction, entangled mesh, food intolerance, mental pain, pain, permanent impairment, loss of enjoyment of life, mesh failure, dense adhesions, recurrence, scarring, fluid collection, severe abdominal pain, nausea, vomiting, phlegmon, inflammation, hemorrhage, foreign body reaction, edema, necrosis, abscess, fascial defect, fibrinous exudate, scarring, mesh folded, foul-smelling fluid, and fibrosis. Post-operative patient treatment included removal surgery, additional implants, hernia repair, lysis of adhesions, drainage of abscess, debridement of the abdominal wall skin and subcutaneous tissues, hospitalization, CT scan, ultrasound, esophagogastroduodenoscopy, pain management, and abdominal wall explants. Relevant tests/laboratory data: on (B)(6) 2015: CT noted a soft tissue density along the umbilicus suspicious for scarring or fluid collection, small residual ventral hernia containing fat and small bowel along the abdominal wall. On (B)(6) 2015: abdominal ultrasound noted a complex umbilical collection without gross hernia. On (B)(6) 2016: pathology report of small bowel to mesh phlegmon reveals area of acute inflammation, interstitial hemorrhage, foreign body giant cell reaction in area where artificial mesh material is attached to serosa of small bowel. Other areas of acute inflammation, edema of serosal surface of small bowel. Fat necrosis, acute inflammation of omentum with areas of abscess formation in omentum. On (B)(6) 2017, per op note, CT scan revealed 3 separate fascial defects contained incarcerated bowel fat.

Manufacturer narrative:
Additional information: h6 (patient codes, device codes). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an umbilical hernia. It was reported that after underlay implant, the patient experienced scar tissue, sepsis, obstruction, entangled mesh, food intolerance, mental pain, pain, permanent impairment, loss of enjoyment of life, mesh failure, dense adhesions, recurrence, scarring, fluid collection, severe abdominal pain, nausea, vomiting, phlegmon, inflammation, hemorrhage, foreign body reaction, edema, necrosis, abscess, fascial defect, fibrinous exudate, scarring, mesh folded, foul-smelling fluid, and fibrosis. Post-operative patient treatment included removal surgery, additional implants, hernia repair, lysis of adhesions, drainage of abscess, debridement of the abdominal wall skin and subcutaneous tissues, hospitalization, CT scan, ultrasound, esophagogastroduodenoscopy, pain management, and abdominal wall explants.